Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Due to the checks involved in the manufacturing process of this device and the instructions for use (IFU) it is most probable that the reported failure occurred due to contact with sharp edge which is in conflict with the IFU. No trend of confirmed complaints in relation with this issue was identified. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No actions taken at this time.

Event description:
It was reported that the patient was in critical condition and confused, and after replacing the "gas cutting sleeve" at 11:25 on (B)(6) 2022, the patient continued ventilator-assisted ventilation through the tracheostomy. At 21:00 the patient choked and coughed. The responsible nurse measured the balloon pressure and inflated it to 25cmh2o. At 21:50, the patient choked again, the responsible nurse measured the balloon pressure again and found that the balloon pressure was 0. The doctor was notified to replace the "glass cutting sleeve".